Manufacturer narrative:
Our team conducted a thorough review of the reported event to ensure the ongoing safety and performance of the product. Via sample analysis, the investigation did not identify any product performance issues that would lead to the reported event. The device did meet relevant specifications. The product was used for treatment purposes. The product did not cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (collector tubing, and external power cord). There was no obvious damage to the device. No residue was present. There was light and sound indicating function with the returned pcba. As the investigation did not identify any product performance issues that would lead to the reported event, risk reviews, labeling/packaging reviews and DHR reviews are not required. A retain sample analysis is not required as no relevant retained samples are available for testing. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said unit isn't suctioning did a tb shoot and the unit failed the tb shoot not suctioning anything. Did a trouble shoot and the unit has failed and didn't pull in any water at all. Used with wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue. Tcm please send bio haz box.

Event description:
It was reported that the pt said unit isn't suctioning did a trouble shoot and the unit failed the trouble shoot not suctioning anything. Did a trouble shoot and the unit has failed and didn't pull in any water at all. Used with wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue. Tcm please send bio haz box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.